Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: according to the article, it was found that two patients had a weber cup and a metasul head implanted and were revised due to loosening. Review of received data: the journal article "primary hip arthroplasty with 28-mm metasul articulation" was reviewed for the investigation. Overall, 8 patients (8 hips) underwent revision. Four revisions were reported earlier: 2 recurrent dislocations,1 liner disassociation, and 1 aseptic loosening of the acetabulum. Four new revisions were liner disassociation(3) and aseptic loosening of the cup (1). No other valuable information for the revision of the patients due to loosening of the acetabular cup was available in the article. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary: the journal article states that two patients underwent revision surgery due to acetabular loosening. Products were not returned for the investigation. Reference and lot numbers of the devices are unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. However, additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal articel that two patients were implanted weber cup hip implant on an unknown date. The patients underwent a revision surgery due to loosening on an unknown date. Additional information has been requested and is currently not available. (Manish dastane et. Al: primary hip arthroplasty with 28-mm metasul articulation, abbreviated clinical follow-up report, in the journal of arthroplasty vol. 26 no. 4 2011).